Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents and/or complaints reported from this lot. Based on the information provided, the balloon rupture appears to be due to circumstances of the procedure. It is likely that the rupture occurred due to interaction with lesion and/or associated devices resulting in rupture during inflation. There were no leaks noted during preparation indicating that the damage was not pre-existing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional armada 14 device referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a left posterior tibial artery. A 2x200mm armada 14 balloon was advanced without any resistance to the target lesion and inflated once when it ruptured at 12 atmospheres (atm). A second 3x200mm armada 14 balloon was advanced without resistance but when inflated once it ruptured at 14 atm. A non-abbott balloon (csi) was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.